Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system was inaccurate with the site's c-arm and the site requested an accuracy verification of the navigation system. There was no patient present when this issue was identified. No additional information was provided.